Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery depleted faster than anticipated. The thresholds on the right ventricular (rv) lead were also noted to be high. A device replacement procedure was planned. The plan was to assess the lead during that procedure. The device and lead remain in use. No patient complications have been reported as a result of this event.